Event description:
Boston scientific received information that during a follow up visit, this pacemaker with non-boston scientific right ventricular (rv) and atrial leads displayed noise. In addition, intermittent rv loss of capture was observed. A replacement procedure is intended. No adverse patient effects were reported. Subsequently, a revision procedure was performed. This device was replaced and additional lead was implanted on the opposite body side. No return of product is intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.